Manufacturer narrative:
Evaluation and investigation of the knee joint showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Patient fell. Knee was noisy during walking and sitting + battery charger for c-leg is defective. Knee became free and then the patient fell. He tried to restore balance on a shelf - snapping at the shoulder with strong pain / rupture of the tendon under scapular.